Event description:
This rv lead was implanted on (B)(6) 2007. On (B)(6) 2012 the patient was brought to the ER to replace this lead which showed signs of failure. It showed a steady increase of impedances thresholds. The coil was kept active by plugging into the svc df-1 port. The implant was done at hospital of (B)(6). Then on (B)(6) 2012 the patient was brought to the lab and the lead was extracted with a laser extraction and a new lead implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).